Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no specific cause was identified as to why the equipment was not working from olympus logo. After reassembly, the unit worked properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the power inlet was found deformed and will require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus visera elite ii video system center, it was discovered that the power inlet was found deformed. There was no patient involvement during this event.